Event description:
It was reported that there was a piece of rubber adhered to the actual 36 ceramic head. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). 36mm i.d. Size e neutral liner item#20103605 lot#65569268. G7 osseoti 3 hole shell 52mm e item#110010244 lot#65273382. Femoral stem cementless collared high offset 12/14 taper size 5 item#574202050 lot# 3111282r. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h10. The complained product was returned with the packaging to the post market surveillance team. Visual inspection: verified item and lot numbers match the complaint. Visually you can see the box has been opened. Verified that there is a foreign object in container. Visually can see stains on part. The reported event can be confirmed. A review of the device manufacturing records confirms no abnormalities or deviations. The device is used for treatment. Medical records were not provided. The root cause can be attributed to a manufacturing issue, whereby the foreign material was packaged with the product. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.